Event description:
The manufacturer received information from the patient's daughter called in stating her father has passed away and she wants to return the bipap auto 60 series device. The daughter stated she needs a box and shipping label to return the system one device. No additional information has been provided regarding the patients passing. There was no allegation that the device caused or contributed to the death. The device was requested to be returned for evaluation, but no device was ever returned. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.